Manufacturer narrative:
(B)(4). Concomitant medical products: 00630507036 liner standard 3.5 mm 61100702, 00902603614 femoral head 36 mm 60006248, 00620207020 shell porous 70 mm 60336796. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017 - 03783.

Event description:
It was reported that the patient had revision surgery 29 year post initial hip replacement for pain, elevated metal ions, pseudotumor and metallosis. A mass in the upper pelvis area with thin brownish-red fluid was found. The head and neck junction exhibited corrosion. Cobalt levels of 7.8 were noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review of medical records, radiographs, and photographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records identified that the patient underwent a 4th revision due to pain, metal related pathology, scar tissue, and itis. Pre-operative CT scan revealed presence of tumor in the pelvis and MRI scan identified fluid in the right hip. The cobalt levels were elevated - 7.8. During the procedure, brownish red fluid was observed. There was corrosion at the head/ neck junction. The femoral head and liner were removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.